Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter (B)(4).

Event description:
It was reported that the patient can flip the pump but that it had not been an issue. No further information was provided. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report. (The pump flipping issue had been previously captured in manufacturer report #3004209178-2013-02891).